Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes employee. Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A review into the mitek complaints system revealed one other dissimilar complaint for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: product code: 225023, lot number: 1411136, qty of the lot: 60, date of release: 2 dec 2014, expiry date (if applicable): n/a. Any anomalies or discrepancies in the manufacture of the lot: I can confirm that there were no anomalies or discrepancies in the manufacture of this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that the coagulate pedal was not working on the customer's vapr 3 foot pedal during a shoulder arthroscopy. Issue could result in difficulty with product, but not likely to result in patient harm or the need for additional medical or surgical intervention. There were no patient consequences or delays. The case was completed with another like device. The device was discarded. This is report 1 for 1 (B)(4).